Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized with hyperglycemia. The patient's blood glucose levels reached 33 mmol/l (594 mg/dl) while wearing the pod on the leg for between 5 and 24 hours. The patient reportedly was sick with a bug infection at the time of this event. The patient was treated with insulin and fluids utilizing intravenous therapy, 5% dextrose to 10% dextrose and medication to treat the bug infection. The patient was released after 2 days.